Event description:
It was reported when using the bd pyxis anesthesia es system drawer 2.1 constantly failed to open. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door 2.1 was failed. The field service engineer reseated slide rail to resolve. The system functioned as intended after the field service engineer repaired the device.